Event description:
On april 9, 2007 the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high in comparison to the paramedic's meter. The pt tests once per day, usually in the mornings, and takes glipizide and metformin. The pt indicated that he rarely goes "low" and that his meter readings have been usually around 150 mg/dl. On the day of the event, the pt was taking his oral medications as prescribed. His last meter reading prior to the incident described below was obtained at 10am earlier the same day, which was a "121 mg/dl." Two days earlier, around 12 am, the pt came home from work and ate a slice of cake and potato chips. About an hr later (around 1 am), the pt went to bed and all of the sudden felt warm, sweaty, and his body started to shake. He thought that he was shaking possibly because it was chilly in his room, so he got another blanket; however, the shaking did not stop. He decided to test on his meter and got a reading "around 100 mg/dl". Because of his meter reading, he did not think his blood glucose was low. However, another 15 mins passed and his shaking did not go away; so he called the paramedics. He denied administering self-care before the paramedics arrived. Within 15 mins, the paramedics tested his blood glucose on their meter and got a "low" meter reading, which he was told was under 40 mg/dl. He was treated with a cup of pineapple juice and candy. About 10-15 mins after having the juice and candy, he felt better and the shaking stopped. They tested the pt's blood glucose again and it was "95 mg/dl" on the paramedics meter and "150 mg/dl" on his own meter, performed at the same time. After the incident, he called his doctor two days later. The doctor advised him to stop taking the glipizide and to test before and after meals before he comes back in for an appointment scheduled for two days later. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The cca walked the patient through two control solution tests and the results fell within range. This complaint is being reported as an adverse event due to the following conclusion: the pt alleges he obtained a meter reading "around 100 mg/dl" while exhibiting symptoms suggestive of hypoglycemia, so the pt did not administer self-care for low blood glucose levels. About 30 mins after obtaining the meter reading, the paramedics treated the pt for hypoglycemia. In addition, the calculated difference between the reported meter readings and the paramedic's meter readings exceeded the expected value of <=30% and/or 30 mg/dl. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.